Event description:
Customer reported unexpected negative reactions on a patient sample. Anti-e was missed on the 2_cell screen using capture-r ready screen lot d084 on galileo. The sample was tested in tube and was negative.

Manufacturer narrative:
The product expired prior to receiving the complaint; therefore, no additional serological testing was performed. Reactivity of the e antigen on crrs, lot d084, was verified through lot release records. The customer did not return product or sample for investigation. It is not possible to rule out the sample as a cause of the event.